Event description:
It was reported that this right atrial (ra) lead had dislodged during extraction of right ventricular (rv) lead. The ra lead was then explanted, and no new ra lead was implanted due to chronic atrial fibrillation. No additional adverse patient effects were reported. The explanted lead will not be returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.